Event description:
(B)(4). Initial report: this non-serious case from (B)(4) was reported by a health care professional (nos), who is the patient, to our local affiliate ((B)(4)). This case involves a female patient (age nos) who received a poly-l-lactic acid (sculptra) injection 15 months ago as a derma filler. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the patient developed "break-lines" on her face. It is unknown if any corrective treatment was given. No further information was provided. The patient did not wish to be contacted and did not provide her health care professional's contact information. Event outcome is unknown.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional information received on apr-18-2008: per our affiliate, no further clarification for this case is possible, as the patient is unwilling to provide any further details. Addendum may-02-2008. This new follow-up was received on apr-10-2008 out of sequential date order. The results for (B)(4) were provided. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation. Conclusion: no faults detectable.